Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the irrigation flow was slow. There was a kink in irrigation tube. It was replaced with another pack. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One tube set received in unknown plastic bag. Original packaging was not returned. Additionally the cassette was not returned with the tubing. Visual inspection found that the tubing was wadded and tangled up inside the bag. Vitrectomy cutter was attached to the tubing. The fluid was visible inside of tube set and drip chamber. The clear line has dark colored spots inside. The tubing was folded in half creating a kink that was greater than 50% located next to the 3 way stopcock. Functional testing can not be performed due to missing cassette. It cannot be determined when the tubing became kinked.